Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: twenty-four days after the procedure. It was reported that the patient had a revascularization stenting procedure done in 2006 of the right internal carotid artery. The patient, three weeks later, experienced a sudden onset of numbness, discoordination, and weakness of the left first, second and third fingers with a sensation of "drawing" in those areas and hesitancy in speech. The patient was admitted to the hospital 3 days later and management included a change with medications; plavix and aspirin to aggrenox, and MRI, carotid angiogram, and a neurological consultation. Discharge diagnoses of multiple right hemispheric cvas include right subthalamic stroke resulting in hemiballismus of the left upper extremity and left side of the face. The condition is unchanged and continuing; however, the physician felt that the condition would resolve with time. The patient was discharged from the hospital the next day. No additional information available.